Manufacturer narrative:
At this time, the product has not been returned. When the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited noise and oversensing which lead to inappropriate therapy. Subsequently, the patient was hospitalized and later underwent a revision procedure and this lead was explanted and successfully replaced. No further complications have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.